Event description:
It was reported during in clinic follow up that the atrial lead exhibited loss of capture. Chest x-ray confirmed dislodgement. The lead was successfully repositioned on (B)(6)2022. The patient was stable and asymptomatic.